Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur, tibial hinge component, poly spacer, and distal femur axial pin. The following eleos implants remained implanted during the revision surgery: segmental stem, tibial baseplate, and stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is complete. It was determined that the returned devices could not be furher evaluated. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If additional information is received, a supplemental MDR will be submitted accordingly.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00044. #3013450937-2023-00045. #3013450937-2023-00047. #3013450937-2023-00048. #3013450937-2023-00049. #3013450937-2023-00050. The following mdrs were submitted for the same patient: #3013450937-2020-00059 #3013450937-2020-00060 #3013450937-2020-00061 #3013450937-2020-00062

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur, tibial hinge component, poly spacer, and distal femur axial pin. The following eleos implants remained implanted during the revision surgery: segmental stem, tibial baseplate, and stem extension. No additional information regarding this adverse event has been reported.